Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer reporting a touchscreen fault on the v60 ventilator. The device was not in clinical use. There was no report of harm. The customer requested a service proposal for a touchscreen replacement. The investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The touchscreen was faulty. The asp replaced the touchscreen. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.